Event description:
It was reported that an unknown object was seen in the right atrial side of the fossa ovalis. A left atrial appendage (laa) closure procedure was being performed. A watchman fxd curve access system (was) and a 24mm watchman flx laa closure device & delivery system (wds) were selected for use. The wds was advanced, deployed, and implanted in the laa. After removing the was sheath from the left atrium, the absence of a septal shunt was confirmed. During this time, a 4mm sized adherent material was observed on the right atrial side of the fossa ovalis. It was not possible to determine whether it was a tissue fragment of the fossa ovalis or a thrombus. No intervention was attempted or required. The physician concluded that there was no problem because it was in the right side of the heart system, and the procedure was completed without additional treatment. There was no patient complications reported.